Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2022 due to ventricular tachycardia (vt). It was noted that the patient had a history of vt pre-ventricular assist device (vad) and it was not thought to be related to the device. Log files were submitted for evaluation of the events leading up to the patient's death. The data indicated a switch from mobile power unit (mpu) power to batty power on (B)(6) 2022 at 06:38:58. Power was switched back to the mpu at 19:10:55. At 19:32:56 a momentary low flow event was recorded, which was brief and likely did not generate an audible alarm. At 19:33:40 a low flow alarm was recorded where the average flow was 2.4 lpm. From 19:43:58 through 19:58:39 low flow alarms continued and the average flow was 0.3-1.4 lpm. At 19:58:48 the data indicated that both power leads lost power while connected to the mpu, and a no external power event became active. The backup battery was used to support the system and the pump speed was recorded at 5400 rpm. At this time the controller was still in a low flow alarm state. At 20:10:03 a silence alarm button pushed event occurred. The controller was still in a low flow hazard alarm state, and a no external power was still active. The backup battery was being used to support the system and pump speed was still 5400 rpm. Between 20:12:07 and 20:37:17 there were many silence alarm button pushed events recorded. The controller was still in a low flow hazard alarm state, the no external power was still active, and the backup battery was used to support the system. Pump speed was recorded at 5000-5400 rpm. At 20:52:14 a driveline disconnect event was recorded and at 20:52:15 a system controller shutdown sequence started event was recorded. Related manufacturer's reference number for the associated mpu: 2916596-2022-14445.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of cardiac arrhythmia could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. It was reported that the patient expired at 20:56 on (B)(6) 2022 due to ventricular tachycardia (vt). It was noted that prior to expiration, the patient passed out and cardiopulmonary resuscitation was performed by emergency medical services. The controller event log file contained relevant data from 23aug2022 through 28aug2022, per the timestamps. Two low flow hazard alarms were captured on (B)(6) 2022 prior to the reported time of death. Approximately 1 hour and 20 minutes after the onset of the first alarm, the driveline was disconnected, and the controller was shutdown. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The account indicated that the patient had a history of vt prior to left ventricular assist device implant, and the vt was not thought to be related to the device. It was also noted that no equipment will be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that stated the events seen in the log files were related to the patient being coded by the emergency medical services team. The patient passed out and the responding family member was in the process of switching power to the mpu. The switch was not completed as the family member started cardiopulmonary resuscitation (CPR) on the patient. The mpu did have a v-lock connector. The patient's time of death was 20:56 on (B)(6) 2022.